Event description:
It was reported there was no alleged product issue and the patient¿s device was explanted due to discomfort. It was stated the patient had sciatica and back pain issues and wanted their unit explanted. It was noted the doctor was not convinced the unit had any causation but followed the patient¿s request to remove it. The patient¿s status was reported as no injury and it was stated the patient had pain at an unknown location.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot: v514033, implanted: (B)(6) 2010, product type: lead. (B)(4).